Event description:
The service report shows the customer reported no audio alarms were functioning. The customer support engineer verified lack of appropriate alarms. The cse replaced the main power switch to correct the problem. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.